Event description:
It was reported that the user was unable to see drops during fill despite multiple attempts, including changing the infusion set, connector, and prefilled fiasp cartridge, restarting the pump, rewinding and filling while on the charger, and powering down and recharging. After which the user transitioned to backup insulin therapy and later resumed pump use. Symptoms included hyperglycemia with a reported blood glucose of 171 mg/dl without acute complications. Outcomes included temporary interruption of pump therapy and use of alternative insulin delivery. Investigation included guided troubleshooting through the no-drops-seen procedure, review of device setup and connections, and review of available pump reporting. Investigation of this case revealed a flow obstruction or improper infusion set deployment or connector attachment that prevented visible drops during fill, consistent with an infusion set or connector issue rather than a pump alarm condition. It was concluded, based on previously established findings for similar reports, that user setup error related to the infusion set or connector was the most likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance